Event description:
Had essure implanted in 2006, since then I've experienced many side effects. After implantation, I experienced severe pain that continuously forces me to go to the emergency room. Very painful sexual intercourse which feels like my vagina has collapsed, and I've been diagnosed with autoimmune diseases, I've never had and don't have a family history of. I am in constant debilitating pain that comes out of nowhere.